Event description:
"Aerosol treatment with in-line nebulizer on servo 900c. Pip increased 10 cm. In-line nebulizer is designed to adjust flow to prevent this, but still happened. Flow was adjusted to decrease pressure. Pressure continued decrease pressure. Pressure continued to increas. Treatment was then discontinued" patient had small pneumothorax prior to incident. Pneumothorax increased significantly after chest tube placed. Pheumothorax resolved.